Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 4 years 11 months past index procedure, a CT was performed where an endoleak type 1a was noted. As per the physician, the cause of the event was anatomy related. It was stated that the physician believes that the aortic neck has dilated and pulled away from the stent graft. No additional clinical sequalae were reported and the patient will be monitored.